Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt's mother reported that in 2009, the infusion tubing broke at the luer connection. They changed the infusion set and bolused through the infusion device. At 9:00 am, the pt's blood glucose measured 12.3 mmol/l and they bolused 2 units of insulin. One hour later, the pt's blood glucose measured 6.7 mmol/l. Forty minutes later, the pt began to feel dizzy and his blood glucose measured 2.9 mmol/l and he ate to elevate readings. The pt's blood glucose ranged from 5.5-18.6 mmol/l for the rest of the day. The pt's normal blood glucose level is 8 mmol/l. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.